Manufacturer narrative:
On 19-feb-2021, mentor received additional information about the event: the patient underwent bilateral explantation and replacement with gel breast prostheses on (B)(6) 2021. The suspect medical device was discarded after explantation surgery. On 01-mar-2021, mentor completed the investigation on the suspect medical device. The evaluation was completed on a photo of the device because the physical device was not returned to mentor. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis suspected rupture. Scheduled explantation date: (B)(6) 2021. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 275cc gel breast prosthesis that ruptured after implantation. Suspected rupture of the patient¿s left breast prosthesis was diagnosed by a physical exam. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.

Manufacturer narrative:
On 09-mar-2021, the mentor failure analysis lab received the device for evaluation. It was previously reported that the suspect medical device had been discarded. On 21-mar-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured. The implant was received in two (2) parts. Additionally, an area of shell abrasion within the rupture was observed. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4)